Event description:
The initial reporter alleged a false-positive result with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. Three samples were drawn from the same patient: two on (B)(6) 2022 at 08:24 and one on (B)(6) 2022. The following results were observed: for the hbsag ii assay, sample 1 was positive with a cut-off index (coi) of 402/463, while samples 2 and 3 were negative with coi values of 0.3x.

Manufacturer narrative:
The analysis was performed on a cobas e 801 analytical unit (serial number:(B)(6). The investigation determined that no product issue was identified with the hbsag g2 elecsys e2g 300 v2 assay. Sample 2 and sample 3 were tested with anti-hbs assay, resulting in values of 29.6 u/l and 51 u/l, respectively. The investigation was limited due to the unavailability of calibration and quality control data, as well as the absence of instrument-related information and laboratory investigation. A contamination of sample 1 was considered possible but could not fully explain the observed discrepancies. A sample mix-up was also considered a potential factor. A local assay malfunction could not be excluded. A definitive root cause for the reported event could not be determined based on the available information. No product issue found.